Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
The consumer reported the machine was causing him pain and discomfort. When the patient put the implantable neurostimulator recharger (insr) on the implantable neurostimulator (ins) and started charging it, it hurt like crazy. The pain was not only when charging. The machine was bothering him, but when charging, he could not even walk. It felt like it was dripping out of his body. The patient knew the pain was caused by the device. It felt like the ins was too close to his skin and it felt like it was "loosing out of its place." The patient did not know if he was running out of fat. The patient thought the pocket was too big for the ins and the ins may have been moving around and trying to flip. It was noted the patient could tell the leads were pulling in his back and it felt like "somebody stuck you with the fishing line." There was pain and discomfort at the ins and lead sites. A charging difficulty was also reported. There was poor coupling with recharging and difficulty charging. It was hard to get coupling bars. Recharging best practices were reviewed and there was still poor coupling. It was hard for the patient to charge the ins and he did not know if the ins was twisted. If he moved the antenna, the insr beeped and he needed to reposition. The patient had to be in one particular spot. There were no traumas or falls that were related to the issue. Relevant medical history included radicular pain syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.